Manufacturer narrative:
Date of oor event/stimulation event was reported as (B)(6) 2016. Trouble with feet was reported as a "few weeks ago" ((B)(6) 2016).

Event description:
Information received from the patient the stimulation from their implantable neurostimulator (ins) turned off on its own during the night. It was also reported that an out of regulation (oor) message was seen when they tried to adjust the settings. The patient had gone to the doctor the day prior and they "changed some things with it. They increased it". It was noted that they were put at 8.25 volts. The patient stated that they had been having troubles with their feet and wanted to turn it up to reach their feet, but got the oor. It was "stuck" and the patient could not increase or decrease. The patient then took the batteries out, put them back in, turned the device off and back on, and then it worked. They were able to turn the stimulation down. The patient reported symptoms of aching, hurting, and burning in the feet and toes. Their toes started out aching but then were burning. They turned on the stimulation on the morning of report and was aching and burning. It was noted that their doctor was sending them to get some tests done to see if they have neuropathy. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain t his information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.